Event description:
Caller reported the advantage system gave a blood glucose result of 121 mg/dl, wife called paramedics. Paramedics meter result was 30 mg/dl within 10 minutes of the 121 mg/dl. The customer was hospitalized 2 days. Caller also reported that in 2009, the customer presented symptoms of hypoglycemia, paramedics were called. Paramedics had a result of 172 mg/dl on the customer's advantage meter, professional system result of 42 mg/dl within 10 minutes. The customer was treated and hospitalized. A request was made for the return of the system and a replacement was sent.